Event description:
A customer reported an issue with the touchscreen responsiveness of their pump, leading to a frozen screen that would not respond to input. There was no reported adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer reverted to an alternate form of insulin therapy.